Event description:
It was reported that during a da Vinci-assisted surgical procedure, a Vessel Sealer Extend (VSE) tip moved in the opposite direction to the hand operation. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive Surgical Inc. (ISI) has received the da Vinci product with an alleged issue to perform failure analysis; however, failure analysis is still pending. A Follow-Up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.